Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.5 diopter into the patient's right eye (od) on (B)(6) 2018. Intraoperatively the lens was removed due to "lens size issue." An alternate lens was successfully implanted on the same date, in a secondary surgery. The surgeon reports "the first implanted lens looked shorter than [the] standard size of 12.6 lens." The problem was resolved.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual inspection found that the haptic was broken. Dimensional inspection found the lens to be within specifications. Method code added, result code updated, conclusion code updated. Claim#: (B)(4).